Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, not priming lines completely before connecting is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had been connected to a cassette with an incompletely primed line. The hp was connected at the time of the event. The registered nurse (rn) had connected a manual bag to the setup and forgot to break the frangible. As such, the line had not been primed with the rest of the lines during priming. The technical service representative (tsr) reviewed proper procedures with the rn. The hp was going to complete therapy using the current set-up on the hc device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.